Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the arteriovenous fistula of left forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before reaching the burst pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the arteriovenous fistula of left forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before reaching the burst pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80% stenosed, moderately tortuous, and moderately calcified. The patient anatomy was noted to be not challenging, and the patient and procedural factors did not contribute to the reported event.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. D2b - pro code (product code): fge, lit. (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 49mm in length and extended from a position 5mm proximal of the proximal markerband to 9mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the arteriovenous fistula of left forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before reaching the burst pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80% stenosed, moderately tortuous, and moderately calcified. The patient anatomy was noted to be not challenging, and the patient and procedural factors did not contribute to the reported event.